Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality coordinator reported that on (B)(6) 2020, the c7000 cusa clarity console had a suction failure. Patient (unknown age and gender) was prepped for surgery and device was in contact with the patient. The console was changed for another one. There was no patient injury. An unknown surgical delay was reported. The patient¿s outcome was reported as good.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The cause was identified as the console's aspiration assembly elbow open orifice (part number 72904869) was broken and thus the cause of the complaint incident. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed. Device identifier: (B)(4). Product identifier: (B)(4). Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.